Event description:
It was reported that the insulin pump alarmed no delivery during a bolus. The blood glucose reading was 162 mg/dl. The customer stated that she was unable to troubleshoot because she had to leave. The customer also stated that she was performing an infusion set change and had ruined 6 sets by not removing the needle cap. She was advised to call back for proper troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.